Event description:
It was reported that a malfunction occurred with the customer's pump, identified as malfunction 12. There was insufficient information to determine blood glucose impact, but it was noted that the malfunction did not provide further code details. The pump, which is being returned for inspection, showed functionality upon initial checks, with the pump starting, charging, and being recognized by a computer. A replacement pump has been issued, identified with serial number (B)(6).